Event description:
It was reported that a patient¿s device had completely stopped working and the patient noticed this over the past week. The patient went to make an adjustment the day of the report and it wasn¿t responding. The programmer and implantable neurostimulator (ins) would synch, but she couldn¿t increase stimulation or at least couldn¿t feel any stimulation increase. The patient clarified that she was able to increase stimulation but she wasn¿t getting any results and wasn¿t feeling any stimulation even though she was increasing it. Stimulation was turned on and the patient saw the lightning bolt in the ins icon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3093-33, lot# v508248, implanted: (B)(6) 2011, product type: lead. (B)(4).